Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shocking impedance on this right ventricular (rv) lead had increased to greater than 150 ohms. The physician was reportedly planning to evaluate the patient in clinic. The rv lead remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received additional information that this right ventricular (rv) lead was surgically abandoned due to high shock impedances greater than 125 ohms. Reportedly, the physician attempted the explant the lead, but was not successful. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.